Manufacturer narrative:
(B) (4). Physio-control initially evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that a basic life support (bls) crew was dispatched to the scene of a patient experiencing shortness of breath and complaining of chest pain at 18:13 on (B) (6) 2010. The bls crew arrived on the scene at 18:17 and began their patient assessment. An advanced life support (als) crew was requested at 18:42 as the bls crew treated this as a possible cardiac arrest call. The als crew arrived on the scene at 18:50 and began their patient assessment. The patient was connected to the device and found to have ventricular tachycardia rhythm with a pulse of 260 beats per minute (bpm). Telemetry was contacted and the als crew was advised to sedate the patient and perform synchronized cardioversion. When the sync button was pressed on the device it was observed to power off and would not power back on. The crew indicated that prior to pressing the sync button, the device had prompted "low battery". The crew was unable to locate their back-up batteries. It was decided to transport the patient to the nearest hospital. The patient was transported successfully, arriving at 19:17. Patient care was not compromised and there was no adverse event due to this reported failure.